Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no damages were found. Review of the archive data revealed multiple user advisory (ua) 08 (motor controller fault detected) and ua 02 (compression tracking error) messages on the date of event. The platform failed functional testing. Upon the first compression, the platform displayed a ua08 fault message. Further investigation revealed that the ua08 and ua02 occurred multiple times between the first and third compression. The root cause of the issue was found to be a defective drivetrain. The drivetrain was replaced. An update to the power distribution board was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The autopulse platform is a reusable device and was manufactured on 10/12/2012. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. The platform passed all final testing criteria.

Event description:
During an emergency response on (B)(6) 2016, it was reported that the autopulse platform (s/n: (B)(4)) continued to display the message "align patient," while the responding crew was trying to place a (B)(6) male patient, approximately (B)(6). On to the platform. The responding crew made several attempts to resolve the issue by realigning the patient; however, with no success. Ultimately, manual CPR was performed. The platform was not utilized during the call. Rosc was achieved. According to the reporter, no error codes were displayed; however, the platform was subsequently removed from service.